Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).